Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed missing/detached objective lens adhesive, and the observed broken/detached bending section could not be determined, however, the issues were likely the result of component failure due to wear and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the cysto-nephro videoscope was found to exhibit missing/detached objective lens adhesive, additionally, the device bending section was found to broken/detached from the insertion section.